Event description:
During laparoscopic total hysterectomy with bilateral salpingectomy procedure, scrub person instructed to disconnect the suction irrigation in the suction machine and in the fluid attached to it because there was smoke coming in the suction irrigator and the water that came out was light yellow in color. Suction irrigator was removed from sterile field. The motor was still working until we smashed it on the floor.